Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21563312-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure, fiber went into standby mode after 15 minutes and a warning message indicating fiber overused was noted. It was further noted that the water flow was checked and the flow was determined to be ¿good¿. The laser was rebooted and the laser went back to standby mode within seconds (total time expended: 15:34 minutes and total joules used: 83,053 joules used). The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient was reported